Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly a non-user of the device. The recipient will reportedly not pursue revision surgery. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance.